Event description:
The following information was reported: balloon rupture on pullback, no visible calcium on angiogram. Manual compression was applied for 30 minutes. The patient was not hospitalized. Stick location: superficial femoral artery vessel size: >6 procedure type: intervention coronary.

Manufacturer narrative:
Visual inspection of the returned device confirmed that the balloon was torn. The balloon appeared to be intact with both ends of the balloon still attached to the device (no missing pieces). Examination at high magnification showed a radial tear in the balloon, approximately 3 mm from the balloon proximal tip. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1416204) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).